Event description:
It was reported that an ilet pump¿s insulin cartridge became stuck in the pump¿s reservoir, and the patient was unable to remove it despite attempts including pliers, a rewind, and fill tubing; the patient believed the cartridge might have cracked inside the pump, and the device was no longer watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a failure to disconnect at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.